Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to vaginal bulge, urinary voidance and incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted, concurrently with an anterior colporrhaphy, cystourethroscopy due to cystocele, mixed urinary incontinence. No additional information was provided.